Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised her glucose has been in the 200's and 400's mg/dl range. She has no changes in diet or lifestyle. Customer is experiencing more stress. She advised she is not comfortable troubleshooting any further. Customer is unsure if the pump is delivering insulin accurately. No adverse event alleged. A request was made for the return of the device.